Manufacturer narrative:
Phone no. : (B)(6). A getinge field service engineer evaluated and confirmed that the log files showed multiple 20+ iab gas loss alarms. Upon further review of the log files there was about the same number of error #16 on the fault table. One of the possible causes of #16 is an iab kinked line. Customer notes - indicated that the alarm started while the patient was on his side. Then the iabp alarmed with "gas loss: and subsequently stopped pumping. Performed all functionality tests and validated calibration. Also ran unit with the trainer and test catheter for about an hour & a half without any issues. Believe the iab gas loss alarm and error code #16 was caused by a kinked iab. Returning to customer no problem found.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) alarmed gas loss and stopped pumping. Balloon atuo fill was completed but was unable to restart pump.there was no harm reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).